Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump touchscreen timed off too soon and that an occlusion alarms occurred. There was no reported impact to the customers blood glucose level. A replacement pump was sent to the customer to resolve the issue.